Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/04/2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. The receiver has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
Sr: (B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and passed. The receiver will boot and charge. Perform manual test using the "try it" function: pass. Global receiver tool sound test/wiggle test: pass. Receiver functional test: passed all relevant tests. Open receiver for internal inspection: pass; speaker resistance at 7.17 ohms. The complaint was not confirmed because sound was heard. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.